Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. It was reported performance breakage suture. An empty folder and an empty overwrap packet were returned. No needle or suture was returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.